Manufacturer narrative:
The device was not available to the manufacturer.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the left middle cerebral artery occlusion (l-mca) with the subject retrieval device. Post procedure follow-up arteriogram demonstrated complete reperfusion of the mca. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, a mild vasospasm was noted in the left m2 mca, ¿which the retrieval device was placed within¿. The vasospasm was resolved with an intra-arterial administration of 75 mcg nitroglycerin and 7.5 mg verapamil over approximately 10 minutes duration. After the procedure, the patient was extubated with no immediate neurological complication and transferred to the neurological critical care.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the left middle cerebral artery occlusion (l-mca) with the subject retrieval device. Post procedure follow-up arteriogram demonstrated complete reperfusion of the mca. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, a mild vasospasm was noted in the left m2 mca, "which the retrieval device was placed within". The vasospasm was resolved with an intra-arterial administration of 75 mcg nitroglycerin and 7.5 mg verapamil over approximately 10 minutes duration. After the procedure, the patient was extubated with no immediate neurological complication and transferred to the neurological critical care.